Event description:
It is reported that the liner seemed out of shape and the femoral head would not fit into the liner. Surgery was completed with another liner.

Manufacturer narrative:
This report will be amended when our investigation is complete.